Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer stated that the closurefast catheter was broken and an error message was identified during the procedure. Treatment could not be completed and procedure was ended early because of error message. No injury to the patient. The investigation of the returned closurefast catheter was performed on (B)(6) 2015 and found that the customer's experience was confirmed. The device could not pass continuity and resistance functional testing. The closurefast catheter will be returned to its manufacturer for further analysis.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.